Event description:
The consumer allegedly fell out of chair several times due to the struts not working properly. No serious injury is alleged.

Manufacturer narrative:
Consumer allegedly feel out of his chair. Dealer had serviced the chair, performed the field action. Manufacturer contacted the consumer. Consumer reports no further incidents.